Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. In addition, the evaluation found the following non-reportable results: due to clogging of the nozzle, water removal ability does not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the adhesive on the bending section cover had white-clouded area, and the forceps channel port, light guide connector, the distal end all had corrosion. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It is unknown if there was any time lag between the end of clinical use and the start of pre-washing. Pre-cleaning: it is unknown if the facility flushed the air/water nozzle with water and air. If it unknown if the facility flushed the air/water nozzle with detergent solution. It is unknown if the facility presoaked the endoscope in the detergent solution. It is unknown if the facility brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. It is unknown if the facility noted any abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the videoscope had poor air/water supply during preparation for use in the intended diagnostic procedure. During the evaluation, the following reportable issue was found that there was a foreign object clogging nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.